Manufacturer narrative:
(B)(4). Date sent 8/6/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: may we speak with the operating surgeon regarding the reported event? Please provide surgeon name and contact information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient requests MRI info for linx device placed (B)(6) 2021 for severe gerd and hiatal hernia. Info given. Patient states that he was hospitalized x 5 days because he aspirated the night before surgery and had a temperature. After the surgery, patient reports that his lungs collapsed with pneumonia. Had dilation of linx device x 2 because it was too tight. Now he is having vomit burps. Referred patient to surgeon.